Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a portex® bivona® custom tts¿ tracheostomy tube canula tore during its initial use. The tube was placed on the patient on a monday at 3.00 pm and the tear occurred spontaneously on wednesday at 03.00 am. The cuff patency was tested prior to use and was inflated with normal saline solution. An emergency tracheostomy tube change was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
Two bivona® 8.0mm custom tts¿ tracheostomy tubes were returned for investigation. Visual inspection revealed that both device cuffs had been torn/cut away from the end of the device. All other components of the device were noted to be intact. Further inspection of the device cuffs found that there were tiny scratches next to the ripped cuffs. The device cuffs were then removed and the wall thicknesses were measured. It was found that the cuffs met the specification for wall thickness. Investigation was unable to determine what the root cause of the tear in the device cuff.